Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported after an endovascular aortic repair for an abdominal aortic aneurysm nine months later a male patient presented with acute ischemia. One month after the surgery the cta looked good. At nine months the cta showed an occluded left common iliac within the zenith spiral z limb. The physician had to perform emergency femorofemoral bypass (fem fem), femoral-tibial bypass surgery, and fasciotomy surgeries.

Manufacturer narrative:
A review of the complaint history, specifications, and trends was conducted during the investigation. The complaint device was not returned, therefore,no physical examinations could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. The IFU specifically states: "inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Potential adverse events include, but are not limited to: embolization (micro and macro) with transient or permanent ischemia or infarction and graft or native vessel occlusion." Based on the information provided, no product returned, and results of the investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.